Manufacturer narrative:
Allegation confirmed: water leak from the flare-fitting at the bend magnet. Water leaks caused by cracked fittings are a previously reported and well known problem. Leaks range in severity depending on size and location. A small leak in a bad location can result in severe damage to the machine. A solution to this issue was implemented by an engineering change (ec) which (B)(4). This machine was manufactured prior to the cut-in date of the engineering change: ec (B)(4) will be applied to this customer's device. An issue review (B)(4) (crack water fitting) has been initiated. Torque spec in manufacturing procedure and service documentation. (B)(4). There are no known reports of water leaks causing serious injury or safety concerns. No additional f/u to this MDR is expected.

Event description:
While installing this system, the installer found water leaking during the power on procedures. It is suspected that over tightening of the pipe connectors by the manufacturer damaged the brass connectors.